Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the therapy connector assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device had missing pins in the therapy connector assembly of the device. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.